Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, analyzed and no anomalies were found.

Event description:
It was reported that the patient is deceased. The patient experienced multiple episodes of non-sustained ventricular tachycardia, slow ventricular fibrillation at irregular intervals. The implantable cardioverter defibrillator (ICD) did not deliver ventricular therapy and the patient lost consciousness. Resuscitation attempts were made but were unsuccessful and the patient expired. The cause of death was requestd and not received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.